Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that right l4 pedicle screw set screw detached, sitting local to tulip. Right l5 set screw loose though still in tulip. Right s1 pedicle screw slight loosening ¿ upsized. Rod removed and upsized for length and original rod was still well seated. Metallosis seen around tulip heads and rod of all levels. Left side, all set screws tightened, needing quarter turn each before torque limited clicked off and no metallosis on left side. Rod not removed. Superficial fusion was seen across facet joints on both sides and all facet joints re-drilled to deep joint surface for new graft placement. The revision surgery was performed due to set screw loosened but the right set screw detached, screw loosened and rod upsized was observed in intra-op during revision surgery.

Manufacturer narrative:
G2: country of origin australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding product used for posterior lumbar interbody fusion from l4-s1 spinal therapy. It was reported that during follow-up imaging, loosening of the set screw was noted in a patient with a spinal implant. The patient did not experience any symptoms or complications, and the outcome was reported as alive with no injury and will be monitored. Additional information was received from manufacturer representative that there is no revision surgery planned at this stage patient will just be monitored.